Event description:
It was reported that a syringe 50ml ll amber was used to fill an infuser and the tip of the syringe broke inside the infuser without forcing.

Manufacturer narrative:
H.6. Investigation summary: it has been received 1 used sample of 50ll with open blister lot 1703273p, 1 leventon dosi-fuser device and 3 pictures for investigation. Upon visual inspection of the samples and pictures received, it can be observed that the syringe tip is broken by over-screw and the broken tip remained attached to the device. DHR of lot 1703273p has been reviewed not finding any annotation or deviation regarding the alleged defect. Tip and thread verification is performed in the first lot manufactured per manufacturing line in the month with iso594 pass/non pass gauges according to procedures pc-132, pc-133 and jg-600. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1. Visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and according to sample received it can be confirmed this defect has been caused by customer due to over-screw. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 50ml ll amber was used to fill an infuser and the tip of the syringe broke inside the infuser without forcing.